Manufacturer narrative:
The pump received with blank display due battery tube connector not plugged-in properly in the interface board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was unknown. The customer states while changing the battery the display went blank. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.